Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 47 mg/dl. Reportedly, customer delivered too large of a bolus, which subsequently decreased their bg level. Bg was addressed by consuming carbohydrates. Reportedly, customer received assistance from their daughter by encouraging them to consume carbohydrates. The customer was instructed to consult with healthcare provider regarding bg level.